Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm. The customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis lab received the suspect vela main pcba and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was found to be solenoid failure. Transducer was calibrated and the machine met specifications